Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient was exited from the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis, fever. Dyspnea, loss of appetite, positive blood culture, increased weight, renal insufficiency, shock, pneumonia, and staph aureus sepsis. The patient was hospitalized; placed on antibiotics and had to use a life vest. Vegetation was noted on the lead and tricuspid valve. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted. The patient is a participant of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis, fever. Dyspnea, loss of appetite, positive blood culture, increased weight, renal insufficiency, shock, pneumonia, and staph aureus sepsis. The patient was hospitalized; placed on antibiotics and had to use a life vest. Vegetation was noted on the lead and tricuspid valve. The cardiac resynchronization therapy defibrillator (crt-d) and leads will be explanted. The patient is a participant of the adapt response clinical study. No further patient complications have been reported as a result of this event.